Event description:
It was initially reported that a vns underwent prophylactic generator replacement surgery. The explanted generator was returned along with a return product form which indicated that the generator was replaced due to migration and to be repositioned. The explanted generator was received by the MFR and is currently undergoing analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.